Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with rapidly rising glucose after a usual dinner, reaching a peak of 370 mg/dl, while using an ilet with a steel cannula infusion set; troubleshooting included a full supply change with cartridge fill and confirmed resumption of insulin delivery, after which glucose trended down to 172 mg/dl within several hours. Symptoms included elevated blood glucose without ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high glucose above 180 mg/dl for approximately one hour without medical intervention, hospitalization, or need for external assistance. Investigation included customer service troubleshooting and user-performed supply replacement. Investigation of this case revealed no observed hardware damage, occlusion, leakage, or bent cannula, and hyperglycemia resolved after restoring infusion supplies, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.